Event description:
It was reported by the customer that a pyxis medstation es system had hardware failed. Customer stated that the drawer 4.1 on 2n main is not being detected by the bus and there was a delay in patinet care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer replaced retractor band and reseated row board drawer controller termination to resolve this issue. Preventative maintenance has been performed. The system functioned as intended after field service engineer troubleshooted the device.